Manufacturer narrative:
A steris technician inspected the table, was able to duplicate the reported event, and found that electrical power was not being supplied to the table's master control board. The technician replaced the power supply, tested all table functions, and successfully placed the table back into service. Steris engineering evaluated the power supply and found a damaged fuse on a circuit board which prevented electrical power from being supplied to the master control board. This event is considered isolated; no other similar events were found based on a search of complaint records.

Event description:
The user facility reported that during a procedure, the surgical table would not move into trendelenburg position when commanded to do so. The patient was transferred to another surgical table and the procedure was completed successfully without further incident. No injuries were reported to hospital staff or patient.